Event description:
The customer reported the procedure was diagnostic colonoscopy completed using the same set of equipment.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "frontal panel is blinking constantly" was caused by a locking mechanism and the scope detection slide were not working. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the light source had a scope communication error message. The issue was found during inspection prior to use. The device was returned for evaluation. During the device evaluation, it was found that there was a front panel lighting failure with the light blinking constantly. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings were as follows: the connections had a faulty scope socket, the locking mechanism and scope detection slide were not functioning resulting in the intermittent blinking of the front panel, the function control had a scope communication error message with no code, the caution label was faded, the caution label had small cracks, the caution label was observed to be slightly discolored, the lamp had been illuminated for 500 or more hours, and the housing had cosmetic wear and tear. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.